Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in a procedure performed on (B)(6) 2020. During preparation, when the trapezoid basket was unpacked, a section of the sheath was found missing. A photo of the complaint device submitted by the customer showed the side car rx was pushed back also the section of the sheath was detached. The procedure was completed with another trapezoid rx basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in a procedure performed on (B)(6) 2020. During preparation, when the trapezoid basket was unpacked, a section of the sheath was found missing. A photo of the complaint device submitted by the customer showed the side car rx was pushed back also the section of the sheath was detached. The procedure was completed with another trapezoid rx basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code a0406 captures the reportable event of side car rx pushed back. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed that the side car rx was pushed back. A photo provided by the customer showed a framed area as a detached section of the sheath; however, this section is part of the device design, and it does not represent a failure. There is not a missing part of the sheath. Additionally, the side car rx was smashed and has stress marks. A dimensional inspection noted the side car rx was pushed back 4.0 mm, which is out of specification (greater than .5 mm). The reported event of side car rx push back was confirmed; however, sheath break was not confirmed. Based on all available information, it is possible excess manipulation against the unit; perhaps technique used during the preparation could have contributed to this event. Therefore, the most probable root cause for the reported side car rx push back is adverse event related to procedure.